Manufacturer narrative:
Previous b5 describe event and problem: on 13th october, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the retaining ring has been lost. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 13th october 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the retaining ring that is part of the surgical light handle¿s locking mechanism has been lost. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous h4 manufacture date: 2017-01-09. Corrected h4 manufacture date: 2017-01-10. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the retaining ring that is part of the surgical light handle¿s locking mechanism has been lost. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, defective hld500/700 ste handle support kit (ard368401998) was replaced, and unit is back in usage again. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to lost of the retaining ring, which is a part of the surgical light handle¿s locking mechanism. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of handle or its particles detachment on powerled and hled surgical lights there was no serious injury or worse reported. Comparing the number of claimed devices to the number of sold devices worldwide, we can state, that the failure ratio of the handle or its particles detachment is low. Root cause analysis was performed by subject matter expert at the manufacturing site. As they stated the locking mechanism fell off from the handle due to mechanism disengagement. Two possible causes have been identified: first cause: wrong positioning of the circlip in its slot. Second cause: breakage of the circlip because of oxidation. The first cause can be ruled out because since (B)(6) 2012 circlip assembly operation is checked at 100% at the supplier. The second cause (circlip breakage because of oxidation) is then the most probable root cause. The curative and preventive action plan n° 2015 (B)(6) has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. As an effect of received results, the modification has been applied in our production line since (B)(6) 2017. The affected device which contributed to the malfunction investigated herein was manufactured on 10th january 2017, therefore, the second cause is considered as the most possible scenario. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 13th october 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the retaining ring that is part of the surgical light handle¿s locking mechanism has been lost. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 13th october, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the retaining ring has been lost. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.